Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirmed that shutdown time of device was too long. During troubleshooting, fse checked the wiring of the m cabinet, found that the wires were loose. Fse reinserted the wires. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device takes a long time to shut down. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and re-inserted the plug into the m-cabinet, which resolved the issue. The device was returned to use in good working order.